Event description:
It was reported that biomed stated, the nurse said the arctic sun device was set to cool to 34 degrees and the patient cooled below that, asked biomed for csv case data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty heater. The arctic sun stat was evaluated upon receipt. During the evaluation alarm 113 was displayed by the device. Heater was replaced. 2000-hour pm procedure was completed on the device. Circulation pump and mixing pump were serviced. Manifold o-rings were replaced. Double bend tube and chiller evaporator outlet tube were replaced. A final inspection was performed. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated, the nurse said the arctic sun device was set to cool to 34 degrees and the patient cooled below that, asked biomed for csv case data. Per follow up information received on 07feb2025, technical support has reviewed csv data and found device not heating. The device will be returning to the depot for assessment.